Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the patient that crt-p "ended up popping out" of their chest. The patient also explained that when the device was first implanted, the area was "puffy" and by the end of the first year, the device had migrated under their armpit. The patient stated that the physician "moved the device back" but by the end of the next year, the device had moved around again and that the pocket had opened up with the device "popping out". Furthermore, the patient said they were told that there was a gram negative infection at the device site.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to a pocket infection. During extraction, the left ventricular (lv) lead and right atrial (ra) lead became frayed due to calcifications and were unable to be fully extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w1tr01implanted: (B)(4) 2023, 5867-3m adaptor implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.